Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 49 alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the downloaded history files shows on 3/15/2022 at 16:34 there was one (1) pump error 4 (linenumber 2727 filenumber 32122) alarm, two (2) pump error 49 alarms, one (1) pump error 68 alarm, and then at 16:35 there was one (1) pump error 23 alarm that occurred.further review of the history files show that on 3/28/2022 at 14:38 there was one (1) pump error 53 (linenumber 5632 filenumber 2005) alarm that was generated due to a software error. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (electrical board a 1 and electrical board a 2), motor, force sensor, and vibrate harness assembly. Pump error 4 alarm and unexpected unsafe shutdown (pump error 23, 49, and 68 alarms) that are located in the history files are confirmed due to moisture damage. Pump error 63 (variable 3) alarm that occurred during the self test is due to broken pin 6 (sda) trace at u1 on the keypad assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, and pillowing keypad overlay. Pump error 53 alarm located in the history is confirmed due to a software error. Pump error 4 alarm and unexpected unsafe shutdown (pump error 23, 49, and 68 alarms) that are located in the history files are confirmed due to moisture damage. Pump error 63 alarm that occurred during testing is confirmed due to broken pin 6 (sda) trace on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that they were clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.